Event description:
Placed implant (medcomp 6.6fr dignitly port. Mrdp66ams lot msax670) on table to assemble when ir [interventional radiology] technologist noticed the catheter end was crimped. At this time the implant was removed from the table and set aside. Implant did not reach the patient.